Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter that an intermate sv 100 device was found with the luer lock broken off of the tubing. Therefore, the sterile fluid pathway was breached. The device had been filled with vancomycin and shipped to the patient's home prior to this event, which was discovered by the patient before the device was connected. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.